Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a mildly calcified chronic total occlusion (cto) in the mid left anterior descending artery (lad). A finecross microcatheter (terumo) could not cross the mid body of the cto. An asahi caravel microcatheter was then used and was advanced over an asahi gaia next 2 guide wire, which also could not cross the lesion. The gaia next 2 guide wire was found trapped in the lesion and could not be retracted. On removal of the caravel microcatheter, the radio-opaque tip remained lodged in the mid body of the cto. For retrieval of the detached catheter tip together with the guide wire, another guide wire was advanced across the tip fragment and a 2.0mm unspecified balloon was inflated to dilate the vessel. A guideliner support catheter (teleflex) was then advanced over the tip fragment. The tip fragment was trapped within the guideliner support catheter using the 2.0mm unspecified balloon and was removed together with the guide wires. It was informed that the patient was fine after the procedure and was discharged the next day.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported caravel microcatheter and concomitant gaia next 2 guide wire were returned. The returned caravel microcatheter was found torn off at approximately 5mm from the tip. Microscopic observation of the torn end found that the fractured braid was exposed. At the torn end, the fractured braid was twisted and the catheter lumen was reduced in size. Microscopic observation of the concomitant gaia next 2 guide wire found that, due to accumulated torsion, the coil was disarranged at approximately 30-35mm from the tip and it was loosened at approximately 40mm and 75mm from the tip. At approximately 50 mm from the tip of the gaia next 2 guide wire, the approximately 5mm-long caravel tip remained on it. The tip polymer of the caravel microcatheter was elongated. Microscopic observation of the caravel tip found scratch marks and traces of twisted at the proximal end. Measurement of the returned caravel microcatheter confirmed that the tip segment was torn off at approximately 5mm from the tip. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with torquing manipulation when removal might have been locally applied between the shaft and the tip of the caravel microcatheter while the catheter tip was trapped by the calcified lesion. Consequently, the catheter tip was elongated and torn off. It was concluded that the reported event was not attributed to the product quality. Additional treatment for removal of the tip fragment with additional guide wire and balloon catheter was considered an adverse patient effect. Given the severe damage observed on the tip polymer, a possibility could not be completely ruled out that some tip fragments might be left in the patient. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects] separation